Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): copious and unresolvable air in line - micro bubbles on commonly infused medication. Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms, under dosing of ordered medication/fluids. Action(s) taken followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication/fluid fentanyl 7.7 mcg/ml. IV rate 100 mcg/h (13 ml/hr).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for evaluation. Upon visual inspection of the picture, the presence of bubbles was noted in the tubing. Based on the data from the investigation, the reported defect was confirmed. A possible root cause could be related to incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.